Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter. There were numerous kinks in the shaft of the device. The balloon was loosely folded with contrast in the balloon. An inflation device filled with water was used to inflate the device to rated burst pressure. Device held pressure for 5 minutes, without any leakage in the device. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection found no irregularities with the proximal bond of the device. Inspection of the device presented no damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, the balloon ruptured on the first inflation at under the rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, the balloon ruptured on the first inflation at under the rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.